Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient was experiencing high impedances and underwent a lead explant procedure. The patient was doing well post operatively.

Manufacturer narrative:
Analysis of lead sc-2218-70 s/n (B)(4): visual and x-ray inspection of the lead revealed that 3 cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture location. Analysis of lead extension sc-3138-50 s/n (B)(4): the complaint was not verified. The lead extension passes all tests performed. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing high impedances and underwent a lead explant procedure. The patient was doing well post operatively.